Manufacturer narrative:
The biomed reported that the data acquisition (da) board had been installed, and the unit has been returned to service. It is unknown if the unit was in use on the patient, but there was no patient harm reported.

Manufacturer narrative:
The data acquisition (da) board was received for failure analysis. The da board was tested and no fault was found. Fi investigation could not replicate problem.

Event description:
The customer reports that the unit has a pressure regulation high error. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported the ventilator has a heated humidified circuit, but no humidifier. Product support advised customer to check with respiratory to see if they have a bi-pap circuit. Product support advised customer to install the circuit and let the unit operate for a few minutes then disconnect the proximal pressure port to see if the unit goes vent inop 1009. Product support advised if no 1009 to reconnect the prox line and then disconnect the patient outlet to see if the unit goes vent inop 1009. Customer to obtain circuit and call back. The customer called back and confirmed diagnostic code 1009 pressure regulation high in the v60 significant event log. Biomed is reporting completing the v60 performance verification testing and the unit is passing all pneumatics testing. Biomed is going to attempt to reproduce the problem and run the unit 24 hours utilizing the bi-pap test connector. Product support emailed the customer the v60 service manual referenced page 178 for the repair, recommending ordering and replacing the v60 data acquisition board. The customer is reporting testing the unit for 24 hours and has not been able to reproduce the diagnostic code 1009 pressure regulation high error. Biomed is ordering the data acquisition board. Patient information and repair information were requested from the customer, but no response received.